Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2016 computed tomography (CT) showed aneurysm sac growth, loss of overlap between the proximal extension and the main body as well as unintended movement of the proximal extension. The patient refused treatment at the time and a secondary intervention was not completed. On (B)(6) 2016 the patient had a secondary intervention and the physician elected to reline the initial devices by implanting an additional bifurcated stent and a suprarenal aortic extension. A follow up CT completed on (B)(6) 2017 showed additional aneurysm sac growth. The physician is planning an additional repair procedure, a subsequent endovascular procedure has not been scheduled. The patient is reported to be asymptomatic and doing well.

Manufacturer narrative:
(B)(4). Based on the available information, the root cause of the reported event was likely due to the loss of overlap and unintended movement of the proximal extension. Clinical review found evidence of a secondary relining with an afx main body and suprarenal proximal extension, and that the aneurysm growth was 4mm. The manufacturing lot evaluation record review confirmed all devices met specifications prior to release. Device remains implanted in the patient and was not returned, therefore no physical evaluation was completed.